Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 22-oct-2018. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Following predilitation with a 2.5x20mm maverick balloon, a 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 6 from the proximal end was lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured, this is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.